Manufacturer narrative:
Please disregard report 1020279-2018-01829. The sl-plus standard stem 3 non-cemented, part number: 75002699, lot number: g1703597, remained inside the patient and was not revised. There is no product failure or patient condition alleged in relationship with this device. Refer to the revised components to 1020279-2018-01845 and 1020279-2018-01844 for the inner insert and head, respectively.

Event description:
It was reported that a revision surgery was performed due to infection. Bipolar head and inner head were removed and antibiotic-loaded cement was placed. Stem was remained.